Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day prior to the event onset, the patient was hospitalized for another indication. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, discontinued), fortum injection (1gm, intraperitoneal, discontinued) and amikacin injection (125mg, intraperitoneal, discontinued) for peritonitis. Four days after the event onset, pd therapy was discontinued, pd catheter was removed and the patient was transferred to hemodialysis (twice a week). Six days after the event onset, the patient was discharged. At the time of this report, the patient has recovered from the event. No additional information is available.